Manufacturer narrative:
Continuation of medical devices: 6935m62 lead implanted: (B)(6) 2015. Evaluation summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, oversensing, and noise with isometrics. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.